Event description:
It was reported that the patient presented with intermittent capture and unspecified oversensing exhibited on the right-ventricular (rv) lead. No resolution was performed. There were no patient consequences.